Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was missing the tear drop label and the needle was bent. This was discovered during use. The following information was provided by the initial reporter: material no. 320550 batch no. 9029776 it was reported that tear drop labels were missing from some pen needles and some pen needles had no insulin flow during priming. Also reported that one pen needle's non patient end was bent. Verbatim: stated, a lot of the pen needles were missing the "tear drop label". Stated, they were not loose in the box, just missing. Stated, she found 1 pen needle that was bent into a "l shape" at the non patient end, (date of event not known). Stated, no insulin flow when priming. I have had many pen needles without the seal on them, and several others that won't let me prime them. In total there were at least 25-30 that I didn't use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was missing the tear drop label and the needle was bent. This was discovered during use. The following information was provided by the initial reporter: material no. 320550 batch no. 9029776. It was reported that tear drop labels were missing from some pen needles and some pen needles had no insulin flow during priming. Also reported that one pen needle's non patient end was bent. Verbatim: stated, a lot of the pen needles were missing the "tear drop label". Stated, they were not loose in the box, just missing. Stated, she found 1 pen needle that was bent into a "l shape" at the non patient end, (date of event not known). Stated, no insulin flow when priming. I have had many pen needles without the seal on them, and several others that won't let me prime them. In total there were at least 25-30 that I didn't use.